Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section d.6b h.6, h.10/h.11. Additional information: section b.3. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance issues. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.